Event description:
The customer-reported event involved the following medical device: primary plum set, 4 clave multiport connector, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, polyethylene lined tubing, secure lock, 216 cm. One of the four access claves for the chemotherapy extension tubes, when connected, left the silicone inside and there was exposure to the air, and a drop of medication leaked. This was noticed when the medication couldn¿t pass through the clave to the pump and the pump alarmed proximal occlusion. Upon removal, they noticed that the connection was made with a clave and an extension tube's spiros from the pharmacy, which are fully compatible. The product was being used with saline solution and unspecified cytostatic medication. Although the problem occurred during patient use, there was no harm as a result of this event.

Manufacturer narrative:
Received three 3 photos from the customer. There was a stickdown and leakage from a clave. The complaint of leakage and stickdown can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.